Event description:
Complaint alleges that the surgeon found the clip can't be released from the applier after locking. Found during a renal resection surgery. No patient injury reported, and patient current condition reported, as fine.

Event description:
Complaint alleges that the surgeon found the clip can't be released from the applier after locking. Found during a renal resection surgery. No patient injury reported, and patient current condition reported, as fine.

Manufacturer narrative:
Qn#(B)(4). Device history record (DHR) investigation did not show issues related to this complaint. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time, due to a lack of defective product, it is not possible to confirm the complaint and to determine the root cause. The manufacturer will continue to monitor and trend relating complaints.

Manufacturer narrative:
(B)(4). One (1) sample of catalog number 544240 hemolok l clips 6/cart 84/box was received used, opened in original packaging, lot # 01m1300345 was confirmed with sample received (package). During visual inspection was observed: sample was received without cartridge (only received package), failure mode clip stuck in applier was not confirmed with sample received during visual inspection. Sample received did not confirm the defect reported by the customer "clip stuck in applier" due to the sample that was sent for evaluation. The package was only received (no product), therefore; failure mode cannot be duplicated. Therefore a corrective action cannot be established due to the fact of the sample condition (product not available for evaluation).